Event description:
It was reported that the patient with this pacemaker had exhibited a pocket infection. Reportedly, the patient had a ventricular arrhythmia during routine follow up. A revision was performed and the pacemaker, along with the right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.